Manufacturer narrative:
In this case, it was reported that a file separated during a procedure. As a result of this malfunction , the patient opted to have the tooth extracted to preclude permanent (irreversible) damage to a body structure, though immediate treatment of this nature is inadvisable per expert opinion provided by the dr. Two files were returned, one of which was found to have separated approximately 3.1mm from the tip. The other file (intact) was evaluated for land-width measurements and found to be in specification. Also, a DHR review was conducted with no abnormalities noted. Please note that this event and the event documented under report number 2320721-2007-00059 involve the same patient and tooth.

Event description:
It was reported that a file separated during a procedure. The patient opted to have the tooth extracted as a result.